Manufacturer narrative:
In an associated complaint (MFR # 3009862700-2024-01050), the user reported having an issue with persistent sensor disconnections. The user tried using two different transmitters, however, that did not resolve the issue. The user was referred to his hcp to discuss next steps for removal and replacement of sensor, as the sensor might have been inserted deeper than usual.

Event description:
On october 09, 2024, senseonics was made aware of an event where the user reported receiving multiple low signal alerts that led to no sensor detection alerts. The user used two different transmitters to troubleshoot the issue, but the issue persisted. The user was referred to their hcp to discuss next steps, such as a sensor removal and replacement.